Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The pump was disassembled for investigation. Inspection of the lcd display showed that it is broken on its bottom right corner which results in white stripes on the display. The display is nearly completely unreadable due to a lot of white stripes on the display. No adverse event alleged. The device was returned.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.